Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 2 months after primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 february 2022: lot 2101774: (B)(4) items manufactured and released on 11-mar-2021. Expiration date: 2026-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 1811836 batch review performed on 24 february 2022: lot 1811836: (B)(4) items manufactured and released on 02-apr-2019. Expiration date: 2024-03-19. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event.